Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 216-217 mg/dl. No additional information was provided. The contact declined to troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.